Manufacturer narrative:
A partial lead measuring 11.4cm including the connector portion was returned for analysis. The returned portion was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. High threshold was also noted. Patient was asymptomatic. The lead was capped and a portion was returned for analysis.